Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation found the primary failure of broken plastic overmold of the grip tips to be related to the customer reported complaint. The instrument was found to have a broken plastic overmold of the grip tips. A piece approximately 0.047" x 0.067" was not returned with the instrument. A review of the log shows no errors. An additional observation not reported by the site that was not related to the customer reported complaint was also identified. The instrument was found to have thermal damage to the cut electrode of the grip tips. Common cause of this failure is attributed to a component failure. The instrument will be transferred to engineering for further investigation. In addition, the jaw cover was cut during inspection in order to determine if any fragments were missing from the plastic overmold. The returned synchroseal instrument was further evaluated by the advanced failure analysis (afa) engineering team on 03-mar-2023. The engineering team confirmed the primary failure analysis findings. The instrument exhibits a broken overmold component from the grip tip. The overmold was inspected and placed on the break site to determine if any fragments were missing. It does not appear to be any obvious missing pieces from the overmold and there does not appear to be missing fragments that were broken off and not returned. The matching jaw set has an upper jaw overmold which is attached using a heat stake, and there is no washer or other hardware that could have become dislodged when the overmold broke. The potential for fragments is likely ¿no¿, since it appears all fragments have been returned.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a piece of the synchroseal instrument fell off during the operation when removing it. The fragment was retrieved during the same procedure. No post operative tests were performed. The issue caused a delay of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained additional information regarding this event: the procedure was successfully completed robotically. The fragment that fell into the patient was retrieved during the same procedure with a grasper. The instrument/accessory was inspected prior to use, and there was no damage out of the ordinary. The instrument was in use for 5 min prior to the issue occurring. The surgeon did not notice any issues with the functionality of the instrument and the instrument did not collide with any other instruments or other hard materials during the procedure. The fragment fell off when it was in the port. The surgical staff did not feel any resistance upon the removal of the instrument through the cannula. There was no damage to the cannula after the event occurred. All fragments were retrieved, and it was confirmed that the piece fit the syncroseal. The instrument and the fragment will be returned back to isi. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode is unknown. Isi has not received the instrument involved with this complaint. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported during a da vinci-assisted benign hysterectomy surgical procedure, a piece of the synchroseal instrument fell inside the patient. The fragments were retrieved during the same procedure.